Manufacturer narrative:
(B)(4). The device was returned with the electrode missing and the ceramic cracked with sections are still bonded to the lower jaw. Because of the missing electrode we were unable to test the full functionality of the instrument. The instrument was disassembled and evidence of the electrode was found on the active rod.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the electrode peeled away. Another device was used to complete the case. There were no adverse consequences to the patient.